Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related event.

Event description:
It was reported that the plunger detached (completely) very easily from the barrel.

Event description:
It was reported that the plunger detached (completely) very easily from the barrel.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the plunger removes easily from the barrel of the lor syringe. The customer returned one 10ml plastic lor syringe and lidstock. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. It should be noted, per eco-051699 (released 03-dec-2018), supplier (preox) made changes to the plunger and blue stopper. The blue stopper is longer than the old design and the neck of the new design is thinner. This does allow the plunger to be removed easier. Just as a comparison, the plunger is easily removed from the glass lor syringes as well. Functional testing was performed on the returned syringe using the lab leak tester ((B)(6)) per the parameters in amrq-000155 rev. 4, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The plunger was rotated 45deg and the syringe was once again tested at 10psi for 10 seconds and no leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds with the plunger being rotated 45deg until it had rotated a 360deg with no leaks being detected. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. This was performed at 8ml, 5ml, and 2ml by pushing the plunger and rotating 45deg until the plunger had rotated a full 360deg. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-051699 (released 03-dec-2018), supplier (preox) made the following changes: kz-05501-002 luer plastic lor syringe: a. Changed plunger material from profax 535 to profax 531; b. Changed to new plunger tool; c. Changed to new mold for blue stopper; d. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany; blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. It should be noted; the returned lor syringe was from the new design. The reported complaint of the plunger can easily be removed from the barrel of the lor syringe was confirmed based on the sample received. Per eco-051699 (released 03-dec-2018), the supplier made changes to the plunger and blue stopper. The blue stopper is longer than the old design and the neck of the new design is thinner. This does not impact the functionality of the syringe as the returned lor syringe passed functional testing including a leak test. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.